Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called and stated that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was treated with intravenous drip. The blood glucose reading at the time of the event was 400 mg/dl. Prior to the event, the customer was vomiting and stated that the cannula became bent when it was removed. Troubleshooting was performed and it was found that the insulin pump was programmed correctly. The customer was asked to locate the tubing clamp and it was stated that they did not have a tubing clamp. Tubing clamps will be sent to the customer. The customer stated that a backup plan will be used. The current blood glucose reading is 400 mg/dl. No further information was provided.